Event description:
A customer reported experiencing a past low blood glucose event, specific value was unknown as it displayed "low." Cause was unknown. The customer addressed the situation by consuming carbohydrates, and the control-iq feature on their pump was not turned on at the time of the issue. No assistance from a third party was required. Attempts by the support team to follow up with the customer were unsuccessful.